Event description:
It was reported that during an unknown time, the device needed repaired. During product evaluation it was found that the device had unstable motor speed. There was no patient impact and no delay noted. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have unstable motor speed and cable contact issues, the lever was deformed, and the needle bearing and reciprocating arm were worn. The plug harness assembly, lever, motor, needle bearing, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). E1 country: (B)(6).